Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. Heparin 5000 units were administered prior to trans-septal puncture (tsp). Heparin 9000 units were administered post tsp. Fifteen minutes later an activated clotting time (act) was checked and reported as 320 seconds. The physician inserted a watchman fxd curve access system (was) and non-boston scientific (bsc) pigtail catheter. As the non-bsc pigtail catheter was being advanced to the left atrial appendage, a thrombus was identified on the non-bsc pigtail catheter. An act was rechecked and reported to be 260 seconds. Heparin 4000 units were administered, and the physician immediately pulled the non-bsc pigtail catheter back into the was, aspirated the thrombus and removed the pigtail catheter and was from the body. The thrombus was discarded from the syringe. Decision was made to abort the procedure. The physician is considering different alternative medications for the patient and planning a future watchman implant.